Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated the device ran slow over twenty-four hours and was still "practically full" at the end of the infusion time. The device had been filled with flucloxacillin 4000mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.